Manufacturer narrative:
Follow up #1 submitted: 04/10/2013 device evaluation: review of the black box and download history revealed the data in the black box had been overwritten due to continued patient use. Of the data recorded, there was no activity outside normal use. The alarm history revealed multiple call service alarms related to default time and date settings on the date of the reported complaint. On investigation, the pump powered on normally. The pump was exercised for 24 hours with no issues with a blank screen and no alarms occurring. The pump cover was removed for investigation and revealed no evidence of moisture, defect or damage of the pump¿s interior components. Investigation was unable to duplicate the complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the screen went blank after a routine battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.